Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 54 mg/dl at the time of incident and the current blood glucose of the patient is 489 mg/dl. Customer did not provide any symptoms regarding to high blood glucose and low blood glucose. Customer treated with insulin pump and food. Customer was declined to "troublshooting". The product will not be returned for analysis.